Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that magnum manufacturing center manufactured the holding sleeve long for matrix, p/n 03.632.001, and lot #6705459 on po #(B)(4), for (B)(4) pieces delivered (B)(6) 2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2011, and synthes final inspection sheet # (B)(4), revision ¿n¿. The parts were released to the warehouse on (B)(6) 2011. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The holding sleeve long for matrix was made to the synthes drawing p/n 03.632.001, revision ¿j¿, released on july 12, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing investigation: magnum manufacturing center manufactured the holding sleeve long for matrix, p/n 03.632.001, and lot 6705459. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2011, and synthes final inspection sheet. The parts were released to the warehouse on november 16, 2011. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Due to an unknown cause, the threaded end is damaged; fragments are broken off but not included with the complaint. The material and dimensions of the part are per specification except for the damaged threaded tip. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (results): it is likely that the breakage, at the holding sleeves, was caused due to a mechanical overloading situation during use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there is a possibility of deformity damage of the star drive and the threads inside the bone screw head of 04.632.750. The damage to the threads on the tip of the holding sleeve of 03.632.002 was found. The matrix system was used for an intervertebral stenosis at l4-l5 region. During the surgery, the surgeon decided to replace a screw for l5 after he inserted four pedicle screws at l4-l5. He distracted the screw at l5 used by a t25 stardrive straight hand, and then he attempted to implant again a component of the star drive shaft, 03.632.002 and the holding sleeve, 03.632.001. However, the driver could not pick the screw and he found the difficulty of its implant. He also found that there was a breakage of the thread of the holding sleeve. Although he tried to compose another sleeve and another star drive shaft, the damage occurred on the sleeve again as he experienced it before prior. The surgeon used a new screw and new implants to complete the surgery. The surgery was extended for 30 min due to this event. This report is 3 of 4 for (B)(4).